Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a semi-open sigmoidectomy, deployed staples were unformed on the posterior wall side of the anastomosis when the anastomosis site was checked from the anus by the endoscopy after firing. The staples were formed as intended on the anterior wall side of the anastomosis. Additional suture was performed to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n53h2z. The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.